Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A husband reported a customer obtained lower values while wearing the adc freestyle libre sensor compared to an hcp meter. A scan of 48 mg/dl was obtained with no glycemic symptoms were experienced, however, the customer went to the emergency room and obtained a blood glucose of 107 mg/dl on the hcp meter and was administered inulin for treatment. Please note the treatment of insulin for the reported glucose test is not consistent with diabetic treatment. There was no report of death or permanent injury associated with this event.